Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used and in fair condition. Functional testing and visual tests were conducted with the returned device and found that the device was lagging date and time. The pump settings and data lost alarm were also found which showed issue with main board. A medium alarm displayed the pump did not have library. The customer problem was duplicated. The root cause of the problem was found to be the main board. The service history review identified that the device has not been serviced previously. As a result, the main board was replaced.

Event description:
It was reported that the device was not keeping time. There was unknown patient involvement and unknown patient harm.